Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic colonoscopy procedure. The resolution clip device prematurely deployed inside the sheath. The clinician used another resolution clip device, but the clip would not pull out of the sheath. The clinincian used a third resolution clip device; however, just as with the second device, the clip would not pull out of the sheath. Please note associated medwatch report 6000048-2006-00270 & 6000048-2006-00272 the area stopped bleeding and an additional clip was not required. The patient did not sustain any complication or ill effect as a result of the deployment issue. The patient condition is noted as fine.

Manufacturer narrative:
This device has been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and thecause for this event at this time our directions for use outline appropriate placement, access and maintenance procedures.